Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with dizziness. Upon interrogation of the pulse generator, multiple episodes of right ventricular lead noise resulting in inhibited pacing was noted. Provocative testing and header manipulation showed lead noise. The device was reprogrammed. The lead was capped and the device was explanted (B)(6) 2018; both were replaced. The patient was stable.